Event description:
It was reported that while opening the catheter package, the customer noticed that the internal packaging was already open; therefore the catheter was not sterile and unusable, however the external packaging was intact. The catheter was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the catheter was returned and analyzed and no anomalies were found, however no internal or external packaging was returned for analysis.